Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized on 04/14/2015. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose was 113 mg/dl. Customer was vomiting for the past 9 hours. Customer was given 30 units via injection and their blood glucose dropped from 400 mg/dl to 200 mg/dl. Customer replaced the cannula and also had diabetic ketoacidosis. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and the insulin exited at the quick release. Customer declined to check their settings. Customer's cousin stated that the settings were changed about a couple of days ago. Customer's pump failed the high pressure test twice. The insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan until the replacement arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.